Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had multiple air-in-line alarms in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A functional flow rate accuracy testing was performed and no air in line alarms went off during the test. A review of the event history log (ehl) identified air in line alarm. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified in the ehl. The cause the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.